Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the surgeon believed something was wrong with the system. After two spins, the images were not the greatest quality, like he is used to. The covers do look to be a little beaten up upon visual inspection as well. There was no reported patient involvement. Additional information was received. It was reported that no troubleshooting was performed to resolve the issue at the time of the e vent. They attempted to adjust the contrast, brightness and bone density, but it did not help. It was reported that there was a patient present at the time of the event, but there was no impact on patient outcome. The issue occurred intraoperatively during a lumbar laminectomy procedure. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.